Manufacturer narrative:
Patient's date of birth not provided/unknown. Device not returned for evaluation

Event description:
It was reported that the abutment screw (iunihg) loosened. Tooth location 3.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated: UDI number is n/a .